Event description:
This notification was opened for review due to the manufacturer being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, no evidence of foam was found. However, upon review of the error logs, there was both a failure in the internal battery and related to a failure of the system pca-cpu daughter card vpowerfail circuit. This could result in a condition where the device would not alarm when there is a loss of all power condition.